Event description:
It was reported that during preparation for use the subject device had a cracked bend protection. There were no reports of patient harm. Additional information was provided by the customer: the issue occurred during cleaning.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional findings. Updated fields: a2, a4, a5, a6, b5, b6, b7, d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e228 was displayed due to poor watertightness of cable unit. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use the subject device had a cracked bend protection. There were no reports of patient harm.